Manufacturer narrative:
Sample was collected in a 5ml yellow top serum tube and centrifuged at 3200 rpm for 10 minutes. Sample was stored frozen between obtaining the original result and the repeat testing. Both levels of bhcg qc have been within the customer's established ranges for the past 30 days. Routine system checks performed on (B)(6) 2011 passed within instrument specifications. Bci field service engineer (fse) was dispatched for this event. Fse replaced precision pump. Fse performed a 20 replicate precision test using assay qc. Results were within the expected precision of the assay. Fse performed a routine system check and a high sensitivity system check. Both passed within instrument specifications. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the access 2 immunoassay system generated lower than expected positive bhcg results for one (1) patient that did not match the original result. Subsequent testing on an alternative methodology produced a higher positive result that better matched the patient's clinical presentation and the patient's original result. Results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.